Event description:
It was reported that there was loss of capture on the right ventricular lead. The output of the lead was increased and the patient will be seen in one month. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.